Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated and telemetry could not be maintained. Pacing and capture were intermittently at the elective replacement indicator rate.